Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump rebooted without user intervention. There was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots and battery replacements on the event date. The replacement battery voltages were low. The battery compartment was intact with no cracks or moisture ingress. The battery cap secured to the pump properly. The pump was exercised for 24 hours with no power interruptions or battery related warnings. The pump case was opened and no evidence of contamination due to moisture was observed. The power loss with moisture issue was not duplicated. Unrelated to the complaint, the display screen was dim.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.